Event description:
The customer reported that over the last 2-3 months, when standard vacutainer tubes are placed into the device ,the rubber diaphragm, which covers the enclosed needle, comes off to the side, thus allowing blood to leak out into the barrel of the container. Some have had the needle break within the sleeve and remain in the vacutainer top. They are not using blood culture bottles in these instances. No pt harm or medical intervention was reported and no further info was provided.

Manufacturer narrative:
(B)(4). The customer stated that the product will not be returned because it was discarded due to blood contamination. The root cause of the rubber diaphragm coming off or the needle breaking could not be determined.